Manufacturer narrative:
(B)(4)

Event description:
It was reported that during implant procedure, the lead insulation was damaged. The physician positioned and tied down the lead , there was no capture, no sensing and low impedance. The lead was removed and a new lead was placed successfully. No reported of patient symptoms reported.